Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation, further investigation of the complaint was not possible without a sample. Issue reported could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: rn notified pharmacy of need for new bag of bicarb. Pharmacy stated this was too early, new bag hung at 1030 and rate of 125ml/hr (1l bag). Rn checked pump, rate was correct, but rn noticed that fluid seemed to be free flowing. Pump stopped, tubing and pump sequestered. Md was notified and clin tech to review device.